Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. In an additional call with the pd nurse, it was stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count (result unknown). The patient was treated with antibiotic therapy (details unknown) for peritonitis. Additionally, it was reported the patient was continuing pd therapy. At the time follow-up was completed, the patient remained in the hospital anticipating discharge. The nurse was not able to identify the exact cause of the patient¿s peritonitis. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis may have been associated with a breach in aseptic technique due to the patient having cataracts which impairs his vision.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. In an additional call with the pd nurse, it was stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count (result unknown). The patient was treated with antibiotic therapy (details unknown) for peritonitis. Additionally, it was reported the patient was continuing pd therapy. At the time follow-up was completed, the patient remained in the hospital anticipating discharge. The nurse was not able to identify the exact cause of the patient¿s peritonitis. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis may have been associated with a breach in aseptic technique due to the patient having cataracts which impairs his vision.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.